Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found that, a tip was not picked up in the problem area of the pipetter assembly. The fse cleaned all tip clamp sleeves, inspected plunger clamps and replaced all tip clamps. The instrument was inspected, tested without further problem, and returned to service.